Manufacturer narrative:
(B)(4).

Event description:
There was a reported loss of therapeutic effect following a fall. It was reported that the patient had no stimulation sensation, and pain in the testicles, penis and rectum areas intermittently for some time.